Event description:
Customer stated, "took off cover to wash and noticed burn marks on it. Also has burn holes in the pad itself. Customer admitted to laying on the unit." Customer did not claim injury. Product was returned. The investigator observed the unit was discolored when received and had a hole determined to be caused by wear and tear over 17 years. The investigator did not observe any evidence of burn marks or burn holes on the unit. The end user admission to laying on the pad would contribute to the extensive wear holes. IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds" no defects observed with the unit.